Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site to investigate the reported issue. The fse evaluated the iabp and was able to reproduce the issue. The iabp failed to meet battery run time specification. To fix the issue, the fse replaced the batteries. The iabp unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the event site name noted is (B)(6) hospital.

Event description:
It was reported that during service/test performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved during this event. No adverse event was reported.